Event description:
It was reported that ¿the bung¿ at the end of the line of an unknown infusor had snapped off. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Mfg date: the lot was manufactured from october 6, 2014 ¿ october 7, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow-up, the customer reported that the luer end of the administration tube broke off from the tubing. Should additional relevant information become available, a supplemental report will be submitted.